Event description:
I have been experiencing dizziness,nausea, back/leg/hip/joint pains, severe migraines, fatigue, very large clots when I have my period, dry vaginal itching, weight gain. On occasion I can taste metal in my mouth for no apparent reason. I have cramps every single day!! Some days are moderate some days they are severe. Most days I feel like I'm having pregnancy symptoms. I had my essure implanted in (B)(6) 2012. The first two months I barely had a period but over the next couple months I started experiencing a lot of cramping to the point it was doubling me over and very large blood clots that I could literally feel coming out of my body. My body aches constantly now, even my teeth hurt sometimes. I have headaches everyday and some weeks I have at least 2 migraines. I have gained about 40 lbs since I have had essure despite my weight loss efforts. I also have vaginal itching that I have had tests done to confirm that it wasn't some sort of infection. I also have milk in my breasts again. I have taken several pregnancy tests and I am not pregnant!